Event description:
Hamilton medical ag received the following event description: "during annual inspection customer was replacing back up lead acid battery. Upon restart the device was displaying abnormal values."

Manufacturer narrative:
Creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production.